Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that the rotapro became stuck on the rotawire. The 95% stenosed and severely calcified target lesion was located in the moderately tortuous left anterior descending artery (lad). A 1.50mm rotapro and a 330cm rotawire were selected for an atherectomy procedure. The rotapro was advanced over the rotawire in dynaglide mode, but was unable to advance to the lesion. During removal of the rotapro, strong resistance was felt and the rotapro became stuck on the rotawire. The rotapro was unable to be unstuck, so the rotapro and rotawire were removed together. The procedure was completed with a different device. There were no patient complications and the patient status was noted as good post procedure.